Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive for several months. It was reported that two days ago, the patient noticed the keypad was peeling. There was no evidence of moisture in the pump reported. The patient wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #2:device evaluation and not respone to FDA request or correction as previously submitted.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn from the up arrow to the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and ok keypad buttons were intermittently unresponsive and the up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under the up, down and contrast keypad buttons. Unrelated to the complaint, evaluation revealed a scratched lens, which has no effect on insulin delivery function. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.